Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected extrinsic outflow graft obstruction (eogo) cannot be confirmed, as no imaging was provided, and the device remains in use. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had high pulsatility index (pi) values with lower flows. Blood pressure medicine was adjusted. The ventricular assist device (vad) coordinator noted there were times when the flow got better with blood pressure medication adjustment. There were questions regarding extrinsic outflow graft obstruction (eogo). And there were no low flow alarms noted. Eogo algorithm was reviewed.